Manufacturer narrative:
Physio-control cleared the event code from the device's memory. After completing other unrelated repairs, proper device operation was observed through functional and performance testing and the device was returned to the customer for use. The cause of the reported issue could not be conclusively determined.

Manufacturer narrative:
(B)(4). Physio-control performed an initial evaluation on the customer's device and verified the reported issue. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer reported to physio-control that their device got wet. No further details about the event, were provided. There was no patient use associated with the reported event. Upon evaluation, physio-control observed that the device logged an event code in its memory. The event code is related to a potential failure of the device to deliver defibrillation energy, if it were necessary.